Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A facility representative on behalf of the facility reported that the hydro dissection cannula in the cataract pack are coming in bent at the tip. They had to open their own that they order for back-up to complete every cataract case. This issues has resulted in two emergency vitrectomies due to the bent tip tearing the capsule. A review of the reported pak's bill of materials (bom) shows the suspect product. No physical sample was received for evaluation, however, the customer provided a photo of the reported event. Photo attached shows a cannula inside packaging. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that an ophthalmic cannula had bent tip that resulted in two emergency vitrectomies due to the bent tip tearing the capsule during cataract surgery. The surgery was completed after replacing the product with another one.

Manufacturer narrative:
Based on information received following submission of the initial report, the evaluation codes were updated as per primary root cause code. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.